Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(6). Through review of the final clinical study adverse event listings, it was reported that a patient experienced arterial puncture with needle during insertion. This event did not meet the criteria of seriousness and was reported as definitely related to use of the device. As no further notification was received regarding this adverse event, no further information is available. No CAPA was opened because of this event. Arterial puncture is a known potential complication that can occur during catheterization. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of an arterial puncture with needle during insertion of a hemolung catheter. No further information was provided.